Manufacturer narrative:
(B)(4). Conclusion: failure to follow instructions (oversized stent graft).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 52 mm diameter fusiform abdominal aortic aneurysm. The aortic neck was 23 mm in diameter proximally and 22 mm distally with a length of 15 mm. It was reported that after all the devices were implanted, dsa (digital subtraction angiography) was performed in a proximal direction, and a proximal type I endoleak was identified. The physician was concerned there may be a vertical gutter in the stent graft. The physician implanted an endurant 25/25/49 cuff immediately below the renal artery to extend the coverage by one stent length. Modelling with a balloon was performed twice, however a minor proximal type I endoleak remained. Per the physician statement, the possible cause for the endoleak was the size of the stent graft (oversized) causing the wrinkle in the stent graft vertically. The physician decided to monitor the patient. No additional clinical sequelae were reported.